Manufacturer narrative:
The catheter was returned to boston scientific for analysis. Visual examination revealed no obvious visible defects. There is dried saline luer and tip. Electrical continuity checks revealed no electrical opens or shorts, all electrode/ thermocouple resistances measured in specifications and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray evaluations revealed no anomalies. The device's lumen was leak tested using an isaac pressure decay test system, the lumen pressure decay was measured three times and the device did not pass as a gross leak was identified. The handle was opened and there was no evidence of saline in the handle. The lumen was removed and corrosion is present on the guide coil approximately 30cm to approximately 2 cm proximal to the butt bond. The lumen was immersed in a tank of water, one leak was evident approximately 39.5cm from distal tip. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device preliminary analysis completed on 05may2021. During an ablation procedure to treat atrial flutter, an intellanav open-irrigated catheter was selected for use. It was reported that high temperature readings were observed immediately after ablation was started and the generator halted the ablation. The maestro system was restarted, the connections of the systems were re-connected, and the cables were exchanged. However, the high temperature reading persisted. The event was resolved by exchanging the catheter and the procedure was completed successfully with no patient complications. However, device analysis revealed a lumen leak.